Event description:
While administering IV medication into white port with syringe and blunt needle, after the blunt needle was pulled out of the white port, IV fluids and medication sprayed out. Thumb was placed over spray then tubing was clamped and line changed.